Event description:
A falsely elevated calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The sample was repeated on the original instrument and on an alternate atellica ch 930 analyzer. The repeat results were lower than the initial result. The repeat result from the original instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality controls (qc) recovered within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse verified the mixers alignment, and observed detect sensing and level sense failure. The cse replaced the dilution probe level sense/crash detect board. The cse also ran complete module auto checks, which recovered acceptably. Siemens continued to monitor the instrument performance and no additional discordant ca results were obtained. Siemens further investigated the issue and reviewed the instrument data. The data delineated that the event is not related to a reagent or method conformance issue. The instrument files demonstrated that an issue occurred during the reagent 1 addition. Reagent arm 1 aspiration errors were observed at the time that the affected sample was processed. The cause of the falsely elevated ca result is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.